Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. (B)(4).

Event description:
It was originally reported that the non invasive blood pressure functionality was not working on the device during a pt related event. When first evaluated by physio-control, it was observed that the keypad was not functional and would not have been able to deliver critical functionality, if needed. The pt involved did not suffer any adverse effects as a result of the reported failure.